Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the patient was advised to recharge and keep the device charged. Patient weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep called to inquire about how to start a physician mode recharge (pmr). Upon asking further questions, the rep stated that patient had moved prior to (B)(6) 2020 and lost their recharger and just recently received a replacement. Technical services reviewed how to start pmr as caller was about to go back and meet with the patient. No symptoms were reported. Caller stated she was notified that the pt had another od (overdischarge) at some point in the past. The caller states yesterday they were able to use prm to get ins out of od and the por was cleared. The pt was able to charge to 100% and use stim. However, caller spoke with pt today and the pt is experiencing a more rapid discharge of the ins post-od. Technical services (tss) reviewed we are aware of this phenomenon and the best thing the pt can do is to be persistent with their charging post-od and so that the ins can resume some degree of normal recharge frequency. The caller will relay this to the pt. Tss advised caller that if the charging/discharging remains rapid to call tech service.